Event description:
It was reported that the device longevity at the last follow up visit was estimated at a minimum of one year, however, during a recent follow up, the device could not interrogate. It was also reported that there was no stimulation on the electrogram possibly due to premature battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.